Manufacturer narrative:
As reported, the patient had a chronic wound after two years post phasix mesh implant thereby underwent removal of the mesh. The information obtained is limited. Based on the information provided, no conclusion can be made as to the degree to which the implant may have caused or contributed to the patient¿s postoperative outcome. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event is reported as a best estimate (13-sep-2024) based on the date of awareness. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, the patient was implanted with phasix mesh during a procedure. It was reported that the patient had chronic wound after two years post implant and the mesh was removed.